Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained oversensing caused by oversensing on the ventricular channel was observed. The physician elected to take no action. The patient was in good condition and will undergo routine follow-ups.